Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, that a non-recoverable fault occurred, and the da vinci system rebooted with 319 errors pointing to armnet 4. The customer decided to disable the universal surgical manipulator 4 (usm4) and continue with the surgical procedure. The customer received phone assistance from the technical service engineer (tse). The tse reviewed system logs and noted errors pointing to the acc in usm4 and communication errors with blue fiber cables. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis replicated and confirmed the reported 319 error. In logs, the 319 error was found indicating a node not found issues on the axes controller cannula (acc) confirming the fault occurred in the field. Upon visual inspection, damage was found with rolling loop fiber that would be related to the reported event. The usm was then installed onto a patient fixture test platform (pftp) where check all boards present was found to be failing on the rolling loop for power reading at lower than 75 on the axes controller spar (acs) rxdown. Once testing was completed, the rolling loop was applied behavioral tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the rolling loop was found to be the root cause of the reported event. The root cause is attributed to damage to the rolling loop fiber in the usm.